Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator(ICD) went into backup vvi mode. Hv therapies were disabled as a result. The device was successfully restored. There were no patient consequences.